Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 069 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 3/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 3/11/2017 with the following findings: during testing, the pump was powered on and emitted a cs 069 call service alarm during the rewind step of the investigation. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. Unrelated to the initial complaint, it was observed that the battery compartment had two cracks. (B)(4).